Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The pt obtained a 164 mg/dl, 113 mg/dl, and 93 mg/dl on their meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer service representative was unable to walk the pt through troubleshooting since the control solution had expired. Pt's expired control solution was replaced.